Manufacturer narrative:
A medtronic representative tested the system and found the system goes into stand alone mode, intermittently. The medtronic representative found the mobile view station (mvs) interface cable (umbilical) is damaged at mvs. The medtronic representative replaced the mvs umbilical cable and performed an imaging system check-out, all areas passed. System performed as intended after the replacement of the umbilical cable. Medtronic investigation of returned suspect mvs interface cable finds that the reported issue was confirmed to be caused by physical damage to the cable. The wire bundle shrink wrap has been pulled out of place. Functionally, mvs interface cable passed bench testing, both gbit and 100t, as well as continuity testing. The cable was installed on the imaging test system for a week and worked as expected, no errors. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system showed the following error: "stand alone mode. To calibrate home hold the m button". The medtronic representative pressed "m" rehomed the system and was able to proceed with the intraop spin. The medtronic representative brought the system back in for a post-op spin and reported the system was in stand alone mode. To troubleshoot the issue the medtronic representative tried rebooting the system without resolution. The surgeon opted to complete the procedure without the use of the imaging system and chose to obtain post-op spin using c- arm instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Immediately after the procedure the medtronic representative rebooted the system again and was able to get it to function normally going into 2d mode as expected.